Event description:
While fitting a (B)(6) male pt a pt service representative contact zoll customer support to report that the battery charger would not charge the battery packs. The pt was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (does not charge batteries) was confirmed. Upon evaluation, component u9 (single p-channel 30v, 0.014 ohm mosfet), q5 (60v, 115ma surface mount transistor) and resistor r35, were shorted on the bedside board. The cause of the inability to charge the batteries is the shorted components. The root cause of the shorted components could not be positively identified. No adverse event resulted from the shorted components. The pt received a replacement charge/modem.